Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm on an unknown date. It was reported that the patient was previous treated for a type ii endoleak. The physician stated that the thoracic abdominal aneurysm continues to expand. The physician cannot determine if there is a type ia endoleak present. The physician will continue to monitor the patient. The physician may explant the stent grafts and convert the patient to a conventional graft via an open surgical repair. No additional clinical sequelae were reported.

Manufacturer narrative:
Films review and analysis: review of post-implant CT¿s confirmed that a single valiant was implanted in the patient. The device was placed just distal to the lcca, and extended across the aortic arch into the proximal portion of the descending thoracic. The lsa had been bypassed. The stent graft was acutely angulated approximately 90 deg at the arch at the stent graft mid-length. The proximal stent graft od measured 32mm and the distal od was 35mm x 36mm the max diameter taa was 8cm. No endoleak or other stent graft issues were observed. The cause of the reported taa expansion could not be determined. Pre-implant films and earlier post-implant images were not available for review. Images from the currently reported taa expansion were also not available for review and no comparisons could be made. The earlier reported type ii endoleak was anatomy related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).